Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the customer was having issues calibrating the electronic pt gas system (epgs). An error message of "calibration error" was observed. This issue was intermittent. The customer was still using the system. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Software data logs were returned to the MFR on 12/09/2013 for further eval.